Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 43mg/dl, 180mg/dl (in the reported issue notes it was documented that, "with food in between readings"). Tests were done within 15 mins with a difference of 58%. Pt did not experience any adverse events. No further info has been reported. Note: customer cleaning meter incorrectly.